Event description:
It was reported via medwatch 2300380000-2023-8014 that st elevation occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion, however, the image became completely dark. The catheter was then flushed, and the image returned. The patient was already having some st-elevation with the percutaneous coronary intervention, so it could not be determined if flushing caused any st elevation. The patient did not experience any pain.